Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change and attempted rewind, the ilet displayed alert 38 for a stalled motor and repeatedly showed an ¿unable to proceed¿ message despite restarts, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem and a device malfunction characterized as failure to infuse, with the motor identified as the implicated component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.